Event description:
It was reported that the device was difficult to removed. The target lesion was located in the proximal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the second cut was malfunctioning. The device was pulled out with force and was removed under negative pressure. Upon withdrawal it was noted that the delivery shaft got kinked. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages, and the polymer extrusion shaft identified no kinks or damages. A visual and tactile examination of the hypotube found multiple kinks along the shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the device was difficult to removed. The target lesion was located in the proximal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the second cut was malfunctioning. The device was pulled out with force and was removed under negative pressure. Upon withdrawal it was noted that the delivery shaft got kinked. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.